Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to an emergency room (ER) on (B)(6) 2025 due to hyperglycemia and diabetic ketoacidosis (dka) event caused by bent cannula. The patient was subsequently admitted to the hospitalized with symptoms including feeling sick and kept on vomiting, with a length of hospitalization greater than 24 hours, due to hyperglycemia. The patient's blood glucose level during hospitalization was over 600mg/dl. The infusion set was in use for one day. Patient was found positive for ketones and confirming diabetic ketoacidosis (dka). The patient was treated with intravenous (IV) insulin and fluid drips. No further information available.